Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5081898) that a (B)(6) caucasian female patient who underwent breast prostheses implantation revision with mentor saline implants due to fibroadenoma of the right breast (benign) on (B)(6)1991 developed unilateral deflation and has been sick with different ailments over the years. The patient reported the following: " I have been diagnosed with many different things, over the years I never really thought about the implants causing any or all of my illnesses until they started hurting 6-8 months ago and even then it didn't immediately hit me that they could be the cause. I just kept thinking it would get better but sadly it has not. These are some of the things I have been diagnosed with over time from different drs. Fatigue or chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss), extra muscle aches, pain and weakness. Joint pain and soreness. Hair loss I go almost bald at time. Dry skin, eyes, mouth hair, weight gain for no apparent reason. Easy bruising temperature intolerance, hate the cold but hate the heat as bad. I don't hardly sweat at all. Low to no libido, ringing in the ears, almost daily heart palpitations, shortness of breath, metallic taste and sometimes sores in the mouth, night sweats, skin rashes, insomnia, estrogen / progesterone imbalance, diminishing hormones. Swollen hand, arms, and ankles. Tingling, burning and numbness in the arms and legs. Burning pain around the chest wall or breasts these have become worse over the past year. Cold hands and feet, foul body odor, muscle twitching, fevers, dehydration, frequent urination, ic of the bladder, chronic neck and back pain. Daily photo sensitivity, nail changes (cracking, splitting, slow growth, etc.). Skin freckling, pigmentation changes (darkening spots), or an increase in pa-pules (flesh colored raised bumps), edema (swelling) around eyes, premature aging, super dry wrinkled, dry skin and dry hair. Decline in vision or vision disturbances just had all kinds of problems with my eyes the past few months. I did have cataracts removed and paid for the corrective lenses to be put in and I am still having problems with blurred vision, extremely dry eye. Slow muscle recovery after activity. Anytime I try to do much of anything on a good day I pay dearly for it the next week or so. Liver and kidney dysfunction, liver enzymes have been elevated from time to time. Chronic kidney disease stage 3 but now backed off to stage 2. Gastrointestinal and digestive issues. These have been really bad for years then got better and again becoming worse again. Sudden food intolerance and allergies. Sometimes worse than others. Smell or chemical sensitivities all the time. New or persistent infections - viral, bacterial, and/or fungal (candida). These were really bad but seems to have gotten better and only flare at times for no reason. Reoccurring sinus, yeast, and uti infections. Have been diagnosed with ic of the bladder, throat clearing, cough, difficult swallowing, choking feeling. Just had an endoscopy done a few months ago because I felt like I was choking and it was pretty much clear, had something where they stretched my throat and although it helped, some of the problem is still there. Chronic inflammation, feeling like you are dying. In 2012 to 2014 I was sure I was and no one seemed to know why then I just seemed to overcome it for awhile. Headaches, dizziness, and migraines headaches almost daily, some lasting a week or more without any relief. Mood swings, anxiety, panic attacks, suicidal thoughts, depression, hypo thyroid symptoms, hypo adrenal symptoms, symptoms or diagnosis of fibromyalgia, common autoimmune symptoms or diagnosis, arthritis, hashimoto's thyroiditis, ulcerative colitis. " the patient underwent explantation and revision with mentor saline implants on (B)(6) 1997. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The event date was erroneously excluded from the intial report sent on (B)(6) 2019. The date of event was updated from blank to 1997. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/3/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).